Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error 104 fog free error and issues with the image when rotating, during maintenance involving an olympus gynecologic laparoscope. There was no patient involvement reported.